Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 15-jan-2025. A visual inspection and magnetic sensor functionality test of the returned device was performed following j&j medtech's procedures. Visual analysis revealed reddish material in the pebax. Further analysis revealed a hole in the pebax and the reddish material inside of it. The device was connected to carto 3 system, and the device was visualized and recognized correctly. No issues or errors were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the visualization issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with thermocool smarttouch for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Visualization issue. It was reported that during the procedure, the device was recognized by the carto but the catheter 1, 2 electrode was not visualized on the carto system. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 20-jan-2025, observed reddish material in the pebax. Further analysis revealed a hole in the pebax and the reddish material inside of it. The event was originally considered non-reportable, however, bwi became aware of a hole in the pebax on 20-jan-2025 and have assessed this returned condition as reportable.